Event description:
A malfunction alarm identified as malf 0 occurred, and it was determined that a software error was detected. There was no adverse impact to the customer's blood glucose level. Customer had not previously reported or reset the pump for this malfunction, so technical support provided reset instructions and assisted with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.